Manufacturer narrative:
Arjo was notified about an event with involvement of alenti bathing lift. It was reported that caregiver was maneuvering the device in preparation for bathing a patient, when the battery detached from the hoist and fell onto the caregiver's foot. No patient was involved. The caregiver was taken to the fracture clinic, where x-rays were taken. According to the received information she sustained a soft tissue injury. No further details regarding injury were made available. The arjo representative visited the customer facility to evaluate the involved device. The visual inspection revealed a poor general condition of the lift. The battery retaining bracket was found to be bent to an extent where it did not prevent the battery falling to the floor. The battery catch was locking the battery in place correctly when tested. The device was working correctly, however the handle seal was found to be missing and the column cover was damaged. The arjo representative was able to recreate the reported issue as the battery could have been attached without its locking in place, and if subsequently the battery was knocked or the hoist jolted the battery could detach and fall to the floor. The involved alenti was under the arjo maintenance contract and its service history was reviewed. It was found that the device was inspected by arjo representatives twice within the last year. On (B)(6) 2017 the annual service was conducted, where the device's evaluation revealed broken top cover and missing seal. Next service including loler inspection was performed on 2018-apr-20 and according to the report no defects were identified. Based on the above the battery bracket was probably bent after the performed inspections and was not communicated to the qualified personnel. Please note that IFU in section "care and preventive maintenance" recommends to perform a device checks on a regular basis: "every week: visually check all exposed parts - visually check all exposed parts, especially where personal contact is made by either the resident or caregiver. Make sure no cracks or sharp edges have developed that could cause the resident or user injury or that has become unhygienic. Replace damaged parts." As per IFU if the product does not work as intended, the customer should immediately contact local arjo representative for support. The operating manual warns that continuing to use the product without conducting regular inspections or continuing to use this product when a fault is found will seriously compromise the user and residents safety. In some cases due to heavy use of the product and exposure to aggressive environment, more frequent inspections should be carried out. According to the evaluation performed by the arjo representative, the battery which was involved in the event was functional and was properly locking on the lift's pillar. Therefore this accessory's malfunction could not contribute to the event. Based on the collected information it was possible to attach the battery without locking it in place due to bent surface of the device's battery bracket, which could have led to its detachment, when the lift or the battery was hit. It should be underlined that the IFU provides information and supporting pictures presenting correct way of the battery installation. The review of reportable events with the involvement of the alenti bathing lift in last years, did not reveal any similar incident. In summary, the technical inspection revealed that the device was not up to manufacturer's specification after the event. During the event the device did not perform as intended as according to customer allegation the battery detached from the device and fell out. The device was not used for patient hygiene at the time of the incident, but it was moved by the caregiver. This complaint was decided to be reported due to indication of the personal injury and unknown, at the time of submitting the initial regulatory report whether presented outcome may require medical or surgical intervention (treatment) to prevent one of the other outcomes. Upon the collected further information it was clarified that the involved caregiver sustained an injury which does meet the definition of a serious.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon the investigation conclusion.

Event description:
Arjo was notified about an event with involvement of alenti bathing lift. It was reported that caregiver was manoeuvring the device in preparation for bathing a patient, when the battery detached from the hoist and fell onto the caregiver's foot. No patient was involved. The caregiver was taken to the fracture clinic, where x-rays were taken. According to the received information she sustained a soft tissue injury. No further details regarding injury available.